Event description:
During index procedure, five endeavor rx drug-eluting stents were implanted. The pt had 4 lesions treated. Three endeavor stents were implanted to the rca (mid, distal and proximal) (MFR report no. 2953200-2010-00534, 2953200-2010-00535, 2953200-2010-00537). One endeavor stent was implanted to the mid lad, as treatment of the target lesion (MFR report no. 2953200-2010-00538). One endeavor stent was implanted to the mid lad (overlapping) as treatment of a dissection which occurred during index procedure. No device malfunction was reported. Investigator does not assess relationship between dissection and study stent. One day following index procedure, a non q-wave mi (acute non-stemi) is reported to have occurred. A repeat angiography was not performed. Post procedure elevation of ck and troponie without clinical symptom was reported. Investigator stated relation to target lesion was unk. Pt was asymptomatic at one month, six month, one year and 1.5 year follow-up.

Manufacturer narrative:
(B) (4): evaluation results: myocardial infarction.